Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that one user was unable to log in to pyxis due to an incorrect password error. The technical support specialist contacted the customer about the case but did not receive any response for several days. Closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ es server had user login issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.